Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that intermittent undersensing causing pause episodes on the device was observed. Noise was not reproducible in clinic. The programming changes were made. The patient was stable at all times.